Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported nauseousness and was able to self-treat with food and after insulin (type/dose unspecified) to correct blood sugar levels. There was no report of death or permanent impairment associated with this event.A sensor result of 3.80 mmol/L was compared to a Competitor Brand Meter reading of 26.70 mmol/L and the results, when plotted on a Parkes Error Grid, fall into the "D" zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.